Manufacturer narrative:
Pump error alarm was confirmed in the pump history due to broken trace.

Event description:
It was reported that the insulin pump had pump error. Customer was able to clear the alarm and complete the rewind the process. Self-test was performed and passed. Customer's blood glucose value was 77 mg/dl at the time of the incident. Customer returned the device for analysis.